Event description:
It was reported that on two different incidents resident(s) very restless at night (as a rule) both with mild dementia, they both move around during the night/gets up a lot. 1/2 rails in use, both residents slipped between rails and mattress. Certified nursing assistant found residents, no one heard any noise yelling or calling out etc. Female resident linens became entrapped in her bed linens between the rails and male resident suffered broken ribs, taken to e.r. For exam and returned to home. (Further info requested by mfg. Letter written, faxes and telephone calls have been for more info.)

Event description:
It was reported that on two different incidents resident(s) very restless at night (as a rule) both with mild dementia, they both move around during the night/gets up alot. 1/2 rails is use, both residents slipped between rails and mattress. Certified nursing assistant found residents, no one heard any noise yelling or calling out etc. Female resident became entrappedin her bed linens between the rails and male resident suffered broken ribs, taken to e.r. For exam and returned to home. (Further info requested by mfg. Letter written, faxes, and 10 telephone calls have been made for more info).